Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional unknown device reported in mw 2210968-2020-00164.

Event description:
It was reported by the patient that they underwent a nerve decompression procedure on (B)(6) 2019 and suture was used. The suture have not been fully absorbed after seven months and one is partially sticking out and is causing her discomfort and pain. No information regarding treatment was indicated. No additional information was provided.